Event description:
It was reported that a patient, (B)(6) male, underwent a supraventricular tachycardia (svt) procedure with a webster 4 pole catheter and suffered cardiac arrest which required resuscitation measures. It was noted that the patient had a medical history of congenital anomaly, specifically a ventricular septal defect, and poor health that may have contributed to this event. After placing the diagnostic complaint catheters to perform pacing maneuvers, the patient spontaneously went into ventricular tachycardia and deteriorated quickly to ventricular fibrillation. The staff performed external cardioversion, but after cardioversion, it was noted that the patient had no pulse. CPR was then performed. After resuscitative efforts, the patient regained a pulse. The procedure was aborted and the patient was hospitalized. The patient was reported to be in improved condition and is expected to fully recover at the time bwi followed-up with the physician. The physician¿s opinion regarding the cause of this adverse event is that this is procedure-related. The product has not been returned, so no device failure analysis can currently be performed.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: 1-carto 3 system (serial#(B)(4), model# m-4800-01), 2-stockert 70 (serial# (B)(4), model# m-5463-01), 3- webster 4 pole catheters (model#: d-1086-721-s , lot#: 15987955m and 15986773m). (B)(4).

Manufacturer narrative:
As lot # 16110504m was provided, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate (B)(4).